Manufacturer narrative:
As reported, a 6/7f mynx control vascular closure device (vcd) failed, and upon inspection there was a pinhole leak in the balloon. They converted to manual compression and there was no patient injury. Additional information was requested but not available. Seventeen sterile 'mynx control vcd, 6/7f' devices, all from the same lot (f2516001) and catalog number (mx6760), were received for evaluation and returned for investigation inside a sealed pouch bag. This resulted in a required sample size of 3 units. Accordingly, 3 of the 17 returned units were selected and inspected. During the visual inspection, the 3 units were reviewed for damages or anomalies that could have contributed to the reported failure, and none were observed. Visual inspection of these 3 units showed that button 1 was not depressed and button 2 was not depressed. The stopcock was found open with a cordis mynx syringe detached from the unit. The sealant was present in the manufacturing position and fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, no abnormalities were observed. No catheter sheath introducer (csi) was returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The balloon was tested for an inflation/deflation functional analysis on all 3 of the sampled units. In each case, the balloon was inflated and deflated as expected, and no issues or anomalies related to the reported event were observed. The reported event of ¿balloon loss of pressure¿ was not observed through analysis of the device received since functional analysis revealed no leak in any of the balloons of the sterile devices tested. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) failed, and upon inspection there was a pinhole leak in the balloon. They converted to manual compression and there was no patient injury. The device and sterile devices are being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.